Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Blood glucose level not provided. The customer declined to provide additional information regarding the issue.